Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis on a related complaint. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. Upon removing the plastic housing, the grip cable was found to be loose from the clamping pulley. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure. Correction : the g3 should be 02/03/2025 based on the related complaint. A review of instrument logs shows that the instrument was last used on 01/31/2025 during a ventral hernia etep surgical procedure. Therefore, event date under b3 was updated to 01/31/2025.

Event description:
Refer to h11 for follow-up information.